Manufacturer narrative:
Reported fault was not able to be confirmed. The hospital called and said the issue had been resolved, but did not state what was done to correct the issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'calibration required' and had a large leak. There was no report of patient involvement.